Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with a dirty needle stick injury. It broke off on the back of her right hand. Went to stat clinic on (B)(6) 2018 and had xrays done of right hand. Went to hand surgeon on (B)(6) 2018, xrays and surgery performed on right hand.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with a dirty needle stick injury. It broke off on the back of her right hand. Went to stat clinic on (B)(6) 2018 and had xrays done of right hand. Went to hand surgeon on (B)(6) 2018, xrays and surgery performed on right hand.

Manufacturer narrative:
Correction: type of reportable events: changed from "malfunction" to "serious injury". Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: required intervention, device single use?: no, device returned to manufacturer: no.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Severity: s_3__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle breaks off during use on lot # 7262584. This is the 2nd related complaint for needle bending during use on lot # 7262584. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported with the use of the bd micro fine plus¿ pen injector needle there was an issue with a dirty needle stick injury. It broke off on the back of her right hand. Went to stat clinic on (B)(6) 2018 and had xrays done of right hand. Went to hand surgeon on (B)(6) 2018, xrays and surgery performed on right hand.